Manufacturer narrative:
Corrected data. D4 UDI updated/corrected. The investigation is still ongoing.

Event description:
Clinical narrative: an impella 5.5 was being placed in the operating suite due to patient's poor condition during a mitral valve surgery. The patient is a 61-year-old female who prior to the pump placement was supported by inotropes, vasopressors, and a vent for respiratory needs, presenting in scai stage e shock. The surgery for the mitral valve was complicated due to native tissue being "like oatmeal" per the physician comment. The patient experienced post cardiotomy cardiogenic shock and the 5.5 was placed but there was suction and low flows. The team reviewed the situation and gave blood products in massive transfusion. The left ventricle had been perforated by the 5.5 pump. The team repaired the perforation but bleeding could not be slowed and the pacemaker capture was lost and blood pressure could not be maintained. The team called the death in the operating suite. Bleeding in this clinical context is a known and expected risk associated with impella 5.5 support, particularly in the setting of major cardiac surgery.

Manufacturer narrative:
The device was thrown away but the case logs were downloaded and will be returned for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5: added updated clinical review. H6: added codes a1601 and a150202.

Event description:
An impella 5.5 was being placed in the operating suite due to patient's poor condition during a mitral valve surgery. The patient is a 61 year old female who prior to the pump placement was supported by inotropes, vasopressors, and a vent for respiratory needs, presenting in scai stage e shock. The surgery for the mitral valve was complicated due to native tissue being "like oatmeal" per the physician comment. The patient experienced post cardiotomy cardiogenic shock and the 5.5 was placed but there was suction and low flows. The team reviewed the situation and gave blood products in massive transfusion. The left ventricle had been perforated by the 5.5 pump. Despite the pump being in the pericardial space, we did not see any alarms or decreased in flows. The team repaired the perforation but bleeding could not be slowed and the pacemaker capture was lost and blood pressure could not be maintained. The team called the death in the operating suite. Bleeding in this clinical context is a known and expected risk associated with impella 5.5 support, particularly in the setting of major cardiac surgery.